Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and bleeding. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to be hospitalized and was put into an induced coma due to high blood glucose levels of 41 mmol/l (738 mg/dl) with ketones of 6.1. The pod was worn between 5 and 24 hours on the back. Symptoms reported include hyperglycemia, bleeding and swelling. It was noted that the patient has other health issues as well. No further information regarding the patient's treatment or the hospitalization was provided at the time of the call.